Event description:
It was reported that during implant of the pulse generator, the physician was unable to fully insert a lead into the atrial header port. The device was removed and replaced.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.